Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation failed. The physician placed a taxus express2 3.0x16mm drug eluting stent to the 99% stenosed lesion located in the moderately tortuous first diagonal left anterior descending (lad) artery. The lesion was pre-dilated with a non bsc balloon nine times at 6-15 atms. The stent was post dilated at 16 atms for 10 seconds. The physician then attempted to perform ivus, but was unable to cross the lesion. The stent was again post dilated at 18 atms for 20 seconds, but the balloon did not deflate. A guide catheter was then advanced close to the balloon and the stent delivery system was withdrawn. At this point the physician noted that the delivery balloon was kinked. No patient complications were reported. Patient condition is noted as "good."

Manufacturer narrative:
.